Event description:
It was reported that the plungerhead assembly and plunger cable required replacement. It was also reported that the pump exhibited force sensor system failure and motor drive error messages. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed, the right plunger case was cracked and the bottom case was cracked where the l-bracket attached. Review of the event history log showed an occurrence of "system failure-force sensor test" at power up. Functional testing duplicated the reported alarm issue. The investigation determined that the main board not operating as intended was the cause of the reported issue. The main board was replaced. Additional repairs, including replacing the power supply board due to physical damage, replacing cases, plunger board, force sensor and plunger cable were performed. The battery was also replaced due to a battery not working alarm. The device passed all functional testing after repairs. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation.